Manufacturer narrative:
Other applicable components are: product ID 306001, lot# unknown, product type :screening device; product ID: 309201, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown ; product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that  the patient stated they bent over and felt a burning sensation. The patient believes the leads may have moved and that it hurts. Support link advised the patient to please contact their clinician with questions regarding medical advice or if they had questions about their health. No further complications were reported at this time.